Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had low battery alarm and picture of the pump with red x and a book with question in his screen. Customer's blood glucose level was unknown. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm and pump error 35 alarm due to the force sensor flex cable incompletely plugged in. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests, due to the critical pump error (open book image) alarm.